Event description:
The patient's blood glucose level rose to 480 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. According to the mother, blood glucose levels began increasing at 12:50 am on (B)(6) 2025. By 5:00 am, the patient's blood glucose levels remained elevated. A fingerstick test confirmed a reading of 480 mg/dl. In response, the pod was changed, and the patient was encouraged to drink water and walk. The patient consumed as much water as possible but soon developed stomach pain and nausea. The mother reported that her daughter appeared pale and she was concerned about dehydration, prompting a visit to the emergency room. At the ER, the patient received 100 mg sodium saline IV and 8 mg zofran for nausea. Blood and ketone levels were checked, and results were normal. The ER visit lasted approximately one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.